Event description:
The user facility reported that while the nurse was removing air from the tr band air port, the tip of the syringe broke off into the port and she was unable to remove the broken tip from the port. The nurse said she was handling the syringe appropriately (not pushing too hard or twisting). Since she was down to the last 1ml of air in the band, the decision was made to remove the band. There was no bleeding and no harm to the patient. The procedure was a post-coronary intervention.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab technical education specialist. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for inflator tip damage because the sample was not returned for assessment. Without a sample, the exact root cause could not be determined. The likely root cause is there was excessive pressure applied to the inflator that caused the tip to break. Review of device history record (DHR) could not be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
Additional information was received on 08jan2024: there was no damage noted, or difficulty attaching the syringe prior to the tip breaking.